Event description:
The customer reported that the device did not deliver a shock during a synchronized cardioversion procedure. There was no report of negative pt impact or outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock during a synchronized cardioversion procedure. There was no report of negative pt impact or outcome. A philips field service engineer evaluated the device and could not reproduce the symptom. There were no ECG strips or summary available for review. The device passed all testing and was returned to service. We cannot determine the root cause because the symptom could not be reproduced.